Manufacturer narrative:
The device was not returned to edwards for analysis. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without the return of the device or additional information, edwards is unable to draw any conclusions as to the reason for perivalvular leak. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Through investigation, it was learned that this 76 year old male had a recent history of endocarditis that was treated with an aortic valve replacement (avr). The patient was re-admitted with perivalvular leak (pvl) of the first edwards pericardial valve and congestive heart failure. During re-do avr, the surgeon noted a large pvl toward the noncoronary cusp where he debrided the aortic root abscess during the previous surgery. There was no evidence of active endocarditis infection at that time. A new 25mm pericardial edwards pericardial valve was implanted without difficulty. The patient tolerated the procedure well and was taken to ICU in stable condition. The patient was noted to have some second degree av block post-operatively in addition to bilateral pleural effusions. The av block was assessed to be related to the patient's resumed beta blockers used to treat his chronic afib. The effusions were treated and he was discharged on post-op day six (6) in stable condition. Patient's other comorbidities included a history of coumadin induced coagulopathy, thrombocytopenia, copd, atrial fibrillation, hypothyroidism, obesity, gall stones, electrolyte imbalance, chronic anemia and abdominal muscle hematoma.

Event description:
Edwards received information that this 23 mm pericardial valve was explanted two (2) months after implant due to perivalvular leak. The explanted device was replaced with a 25mm pericardial valve. There were no adverse patient effects reported. No further information has been provided, despite several attempts to obtain details on the event and patient. Should new information be received at a later date, a supplemental MDR will be submitted.

Manufacturer narrative:
Reported condition could not be confirmed. The device was returned to edwards for evaluation. As received, free margin of all three leaflets at commissures 2 and 3 exhibited mechanical damages. Mechanical damages were serrated and did not penetrate through the leaflets. Leaflet 1 also had a nick in the cusp area, which did not penetrate through the entire thickness of the leaflet. The damages observed are most likely due to explant. The customer report of perivalvular leak could not be confirmed by visual observation. Technique related factors, such as incorrect valve seating or debridement and anatomical factors, including annular calcification, have been known to contribute to development of paravalvular leaks. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.